Manufacturer narrative:
Two units and 4 photos were received for investigation. Picture one and two shows the packaging and an l-70 product. Picture three and four shows a close-up of the proximal end female luer connector which is observed to have a crack. The sample was visually inspected under normal conditions of illumination to detect any cosmetic issue. A crack was found in the female luer connector in both samples. The reported failure mode is confirmed. No root cause determine due complaint is not attributable to the manufacturing process. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
E2 - incorrect due to system limitations. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during testing, when connected to a filtered route for a blood transfusion, the hot line connection cracked, causing leakage of liquid in the route. Two occurrences reported. No patient involvement and no patient harm/adverse event reported.